Event description:
It was reported that three days post implant the patient contacted the hospital due to a hematoma present at the incision site. The patient was seen and a compressive bandage was done for forty-eight hours. A few days later, at the patient's follow up visit the hematoma was still present but had not worsened. The patient was then scheduled to be seen at the pacemaker clinic the following month. At that visit it the incision site was examined and the hematoma had spontaneously drained. No further intervention was needed. The device remains in use. The patient is enrolled in the systems longevity study (sls). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).